Manufacturer narrative:
Batch review performed on 22 january 2019. Lot 155671: (B)(6) items manufactured and released on 16 december 2015. Expiration date: 2021-01-26. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been already sold without any similar reported event. Inspection performed by packaging and washing manager: based on the pictures received and the breakage experienced we can infer that there were extreme handling conditions that involved the packaging.

Event description:
During the primary hip surgery, it was discovered that there was a hole in the external packaging of the size 3 amistem c. There was a five minute delay in the case while the agent checked his inventory for another size 3 amistem c. The surgeon had to implant a size 4 amistem c due to the size 3 not being available and the surgery was completed successfully.